Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during preparation for use for a diagnostic procedure, this camera head had a blurred image at random intervals. The procedure was completed with a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was evaluated. The reported failure was not confirmed. No blurred image was found during inspection. The device met specifications. It was likely that the cover glass was dirty during the time the customer recognized the failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): ¿if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during preparation for use for a diagnostic procedure, this camera head had a blurred image at random intervals. The procedure was completed with a similar device. There were no reports of patient or user harm associated with this event.